Manufacturer narrative:
Product evaluation: the company representative examined the system and was unable to replicate the reported event. As a preventative measure, the company representative replaced the fluidics module. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of (B)(4) 2014 of the reported event did not reveal any nonconformity related to low aspiration; the event log showed no abnormal activity. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported poor aspiration during a procedure. The surgery was completed using the same system with no harm to the patient.